Event description:
On (B) (6) 2009, the sales rep reported that during surgery, the surgeon attempted to place the screw on the driver and the screw wobbles and the tip is bent on the driver. The surgeon used another driver in the kit to finish the case as intended. There was no surgical delay. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.